Event description:
The customer reported the device is not kept in power and cuts in and out. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. The device powered on and off due to an electrically shorted component on the circuit board.

Manufacturer narrative:
The returned device was evaluated. The rad-g powered on and off by itself. The power issue was caused by an electrically shorted component on the circuit board.

Event description:
The returned device was evaluated. The device powered off shortly after being powered on. Shorting inside the on/off power button created an electrical short across the button, resulting in the button being activated even when not physically pressed.